Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the mini drawer failed, and the customer had performed a station reboot and recovered the storage space.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer was failed. A field service engineer (fse) identified a failed mini drawer on the station. Multiple mini sub drawers were found to have failed due to medication spillage. All mini sub drawer units were cleaned, tested, and the previously failed drawer was successfully recovered. The system functioned as intended after the field service engineer repaired the device.